Event description:
The customer reported that the x-ray tube made a popping noise and shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable connectors were cleaned and regreased. The system was then found to be operating as intended.